Event description:
It was reported the pt requested and was scheduled to have her scs system explanted due to experiencing pain at the scs ipg pocket site. F/u identified the pt¿s system was explanted.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Eval: conclusion: the complaints for ¿pt discomfort¿ was not confirmed. As received, visual inspection of the returned products did not reveal any anomalies that would have contributed to the complaint the ipg was tested to mfg specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.